Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: was the patient given any blood products? No.

Event description:
It was reported that during a gastric sleeve procedure, on the third firing of the device with a gold reload with gore buttressing, the staple line did not form ¿ some staples were malformed and some were completely open. The staple line bled and bleeding was controlled with clips. Case completed with same device and additional reloads. There were no other patient consequences reported. Device and reload were disposed.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation. The following information was requested, but unavailable: was the patient given any blood products?